Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital for gastrointestinal bleeding. The patient reported feeling fatigued over the last 2 days with bloody stools. Hemoglobin and hematocrit (h/h) on admission was 7.2 g/dl and 24.4%, respectively. The patient was transfused with 1 unit of packed red blood cells (prbcs). Intravenous protonix was initiated twice per day and the following day, h/h had dropped down to 6.2 g/dl and 21.7%. The patient was transfused with 1 unit of prbcs. The patient also underwent esophagogastroduodenoscopy and colonoscopy that showed blood throughout the entire colon that appeared to be coming from the small intestines. Esophagus was normal. H/h dropped down to 5.8 g/dl and 19.1% and was transfused with 2 units prbcs on (B)(6) 2018. On (B)(6) 2018, the patient received a double balloon enteroscopy that showed blood in the colon but no source of bleeding. The following day the h/h was 6.8g/dl and 22.5% and the patient was transfused 1 unit prbcs. The following day, the patient had 2 bowel movements that were normal with no signs of bleeding. On (B)(6) 2018 h/h was 8.6 g/dl and 29.1% and the patient was discharged to home.